Manufacturer narrative:
(B)(4).

Event description:
It was reported that post an unrelated procedure; the right atrial lead exhibited capture anomaly and decreased sensing, no undersensing was observed. The device was programmed to fixed atrial output. The patient's condition was stable post event and would continue to be monitored.